Event description:
It was reported that the right ventricular lead's impedance and thresholds have risen. There is concern of possible lead fracture or micro dislodgement. It was also noted that the patient was sick and coughed often when the impedance increased. The lead remains in use, however the physician will increase follow-up visits and watch for new changes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.